Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could extend and retract. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of loss of pacing and lead dislodgement were not confirmed.

Manufacturer narrative:
Further information was requested but has not been received.

Event description:
During follow-up, loss of pacing was observed due to right ventricular lead dislodgement. The lead was explanted and replaced to resolve the event and the patient was in stable condition.